Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient developed significant inflammation with mildly elevated iop. Approximately two weeks after surgery, the iol rotated clockwise. The lens was repositioned. Once again the patient developed a significant amount of inflammation and elevated iop. Once inflammation and iop were controlled, a yag capsulotomy was needed; and once again she developed a significant amount of inflammation and elevated iop. This time the iol not only rotated clockwise but also moved temporally in to the angle causing higher iops, pigment dispersion and transillumination defects. Iop continued to be uncontrolled and the patient was put on medications. The patient was referred emergently for an iol removal, tube shunt and vitrectomy.